Event description:
It was reported the customer was experiencing high blood glucose. The customer reported experiencing a high of 359 mg/dl. The customer treated their blood glucose with insulin. The customer reported they did not receive any no delivery alarms. The customer also observed insulin dripping out very slowly during a fixed prime. Customer stated they did not experience any symptoms of high blood glucose. It was also found the customer had a large air bubble in their tubing during troubleshooting. Customer was advised to perform a fixed prime until the air bubbles were no longer present. It was also found the customer's cannula straight upon removal of their infusion set. Customer also expressed concerns that their sensor was not alerting them of a high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.